Manufacturer narrative:
(B)(4). Returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed the balloon has a 17mm longitudinal tear starting 20mm from the proximal markerband. There are numerous shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.